Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 301mm from end of hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID#: 2134265-2016-04490. Reportable based on device analysis completed on 05-may-2016 it was reported that crossing difficulties were encountered and shaft kinked occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. A 6 fr non-bsc guide catheter was advanced. After a non-bsc guide wire crossed the lesion, predilation was performed using 2x12 & 3x12 mm balloons. A 3.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but failed to cross after multiple attempts even with a buddy wire support and the shaft was kinked during manipulation. Subsequently, the physician withdrew the device and repeated pre-dilations. A 3.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross even with buddy wire support. A non-bsc stent was selected but failed to cross the lesion. Repeated predilation was performed using a 3x12mm balloon and the same 3.50x20mm promus element¿ drug-eluting stent was readvanced but failed again to cross the lesion. The procedure was completed with 2 non-bsc drug eluting stents.. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.